Manufacturer narrative:
Patient identifier, age, date of birth, and weight not available for reporting. Date of device breakage and non-union is not known date of implant reported as approximately 1 year prior to explant, exact date is not known. Complainant part is not expected to be returned for manufacturer review/investigation. A review of the device history records has been requested. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported patient was implanted with a trochanteric fixation nail advanced (tfna) nail, tfna helical blade, and tfna screw in the left proximal femur approximately one (1) year prior to removal. On unknown date it was determined the tfna nail had broken and the patient had developed a non-union. Patient was returned to surgery on (B)(6) 2018 where the hardware was removed. Patient was revised to a 95-degree blade plate and bone graft. Concomitant devices reported: tfna helical blade (part number unknown, lot number unknown, quantity 1), tfna screw 115 mm (04.038.115s, lot 7929226, quantity 1). This report is for one (1) 11 mm 130 degree cannulated tfna nail 380 mm left. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Additional narrative: expiration date. Part 04.037.159s, lot 7926869: manufacture date: february 20, 2015. Expiry date: january 31, 2023. All required inspections were performed and passed. There were no non-conformance reports (ncrs) or reworks generated during the manufacturing of this lot. Raw material was received from perryman company. Certified test report received from perryman company certifying that the material conforms to required specifications. Raw material receiving/putaway checklist indicates requirements were reviewed and passed. Sterility documentation was reviewed and determined to be conforming. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: event or problem. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was noted that fragments were generated from the broken device and that no fragments were left inside the patient. No other intervention was required.